Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 07. June 2001. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient underwent surgery for a left, open reduction internal fixation (orif) procedure on (B)(6) 2015 due to a left tibia and fibula fracture. During surgery, a 4.0mm/4.5mm drill bit/qc/225mm broke. The drill bit reportedly missed the hold of the universal tibial nail when drilling through the aiming device for the proximal locking screw. The surgeon decided to keep the broken tip in the patient and continue the surgery. The patient is reportedly stable. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the grooved tip with a length of approximately 6 mm is broken off and missing. The diameter of the remaining shaft portion was checked and found to be in compliance with the technical drawings and specifications. This multiple use drill bit is 14 years old and it is unknown how many times it was used before the breakage occurred. There are visible striations and wear marks on the shaft. The missing portion of drill bit¿s cutting head measures approximately 6 mm and the condition of drill bits¿ cutting edges before the surgery is unknown. Synthes instruments should be inspected to damage and wear after processing, prior to sterilization. The microscopic view of the broken surface does not show any anomalies of materials structure, what indicates material conformity as well. Taking into account all relevant findings, it is likely that the drill bit broke during use because of a mechanical overloading situation. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.